Event description:
Device evaluation: the device returned to the manufacturing facility for evaluation. The balloon and the shaft are visually inspected. From the visual inspection, no defects or damages were seen along the catheter. It was confirmed that the balloon has been inflated. The guide wire lumen was checked with a 0.018" guide wire and no frictions or issues were identified. The balloon was inflated and balloon damage was evident. There was a tear about 1.5mm in the middle portion of the balloon.

Manufacturer narrative:
Evaluation results: related operational (device was being used to post dilate a deployed stent). Evaluation conclusion: operational context contributed to event (device was being used to post dilate a deployed stent). (B)(4).

Event description:
A physician implanted a complete self expanding (se) peripheral stent device to treat a lesion in a patient and it was reported that the complete se stent seemed longer than 80mm in length compared to other branded peripheral stents and balloons of the same size in length. A pacific xtreme pta balloon catheter was used to post dilate the complete se stent during the procedure and it was reported that the balloon burst during inflation while inside the stent. No patient injury or clinical sequelae were reported. Cine image review: x-ray images were provided for review. The x-ray images showed the pacific xtreme balloon was measured at approximately 80mm when inflated within the complete se stent. There were no images showing the burst event for the pacific xtreme balloon.

Manufacturer narrative:
Evaluation results: (limited information received, awaiting device evaluation). Evaluation conclusion: unable to confirm complaint (limited information received, awaiting device evaluation). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.